Manufacturer narrative:
Date of initial report: 04/16/2009. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The report stated that the surgeon was using suction coagulator in back of throat when the tip caught fire. It was immediately pulled out. The blue insulation was melted. The surgeon found blue insulation on the lip and lateral side of the tongue. However, the surgeon was able to remove all of the blue insulation by scraping it. Examination of the tissue found no burn or tissue damage.